Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited decreased sensing amplitudes and decreased pacing impedances. A chest x-ray was obtained that confirmed an rv lead dislodgment. A revision procedure was performed and this rv lead was explanted and discarded. No additional adverse patient effects were reported.